Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer rolled on top of the pump and the touch screen became shattered. Customer is unable to see the pump touch screen due to the damage. Customer's blood glucose was 208-209 mg/dl. The customer reverted to an alternate method of insulin therapy.